Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone16.1 cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports while sleeping their pod had failed to adhere and the pod fell off the infusion site (arm), causing the cannula to dislodge. The patient reports they applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was in the hospital emergency room for 9 hours. The patients pod will not be returned as it has been discarded.